Event description:
I have had mentor smooth saline implants for 13 years. I have developed autoimmune diseases, brain fog, fatigue, raynaud's and worsening hair loss. I believe my implants and my body's response to them are the culprit. I have not yet had them removed.